Event description:
Customer reported being hospitalized for dka. It was reported that customer did not do an infusion set change or treat high blood glucose levels with manual injection prior to hospitalization. Troubleshooting performed and pump appeared to be operating normally. A tubing clamp was sent in order to complete troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.